Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the ipg was protruding which caused the patient pain and discomfort. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted, replaced, and repositioned. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing some discomfort at the ipg site. As a result, surgical intervention may be undertaken in the future.